Event description:
Additional information found the patient's ipg was explanted and replaced on (B)(6) 2020 to resolve the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
1627487-07262012-002-r. This ipg serial number is included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing discomfort at the ipg site after falling on the site on a few occasions. As a result, the patient will undergo surgical intervention on a later date.